Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing of retain device lot t11121n with normal "apparently healthy" donors. Multiple replicates were tested for each donor sample, all tni results were below the product insert 99th percentile cut-off concentration for healthy individuals (<0.05 ng/ml). No issues with tni recovery observed. Manufacturing batch records for lot t11121n were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required

Event description:
On (B)(6) 2020 a (B)(6) female presented to the ER with complaints of abdominal pain. An initial triage troponini (tni) test was ordered. Tni resulted 0.70ng/ml at 23:55. Caller claims not to have a cutoff for the triage but results <0.05 are normal and results = or >0.05 require further examination, testing, evaluation, etc. Further testing was performed on triage. At 00:13 on (B)(6), a second tni test resulted <0.05ng/ml. At 00:46 a third tni test resulted <0.05ng/ml. At 06:19 a fourth tni test resulted <0.04ng/ml. Expanded results from customers email attachment were: 2355: ck-mb <1.0; myo 30.1, 0013: ck-mb <1.0; myo 24.3, 0046: ck-mb <1.0; myo 24.8, 0619: ck-mb <1.0; myo 27.5. Patient was discharged home with a diagnosis of gastritis and hypokalemia.